Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a dark liquid leak from the circuit. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to solve the issue, the fse replaced the pneumatic module assy (B)(4). And the safety disk(B)(4). The fse then performed sensor calibration and functional tests. The unit was then cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a dark liquid leak from the circuit which was discovered to be blood. There was no patient involvement.